Manufacturer narrative:
Additional information provided in sections h.6., and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during use, an ophthalmic console exhibited multiple issues which included repeated priming failures, an inability to hold and pull up a piece in the quadrant highlighting and the need for adjustable intelligent sentry sensitivity, improper touchscreen calibration, and challenges with device operation, particularly when the remote lost its pairing. This also appeared to cause a rapid battery drainage. Additionally, the system displayed multiple system messages (sm), and bubbles which were reportedly expelled into the eye during irrigation and aspiration during cortex and viscoelastic steps. Chamber instability was observed multiple times where in chamber collapsed during nucleus removal, resulting in a near posterior capsular rupture. Also, similar instability was observed too during both cortex removal and perinucleus steps. The procedure details and patient impact have not been provided. Additional information has been requested; none received till date.